Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint of teflon pad damage. The teflon pad was lifted, split off and melted, exposing metal underneath. The device also had tissue debris indicating possible use in a patient during a procedure. The evaluation also found the jaw misaligned, creating a short circuit condition. Based on similar reports, a potential cause for the damage to the teflon pad and jaw is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and jaw area: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that the teflon pad of the device separated from the jaw during setup for a sleeve gastrectomy procedure. There was no reported patient injury. The procedure was completed with another thunderbeat device.